Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patients concerns with the product and capsular contracture, baker grade iii.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional added capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional added capsular contracture, baker grade iii. Device has been explanted.